Manufacturer narrative:
Device evaluation is not necessary because the reported event has been determined as not related to vns therapy.

Event description:
It was reported by the patient's surgeon that the patient had their generator explanted due to an infection. Product return and device evaluation is not necessary as the reported event is not related to the functionality or delivery of therapy of the device. Design history record review for the generator performed. The generator was confirmed to have been sterilized prior to distribution into the field. The device passed all specifications. No other relevant information has been received to date.